Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed critical insulin pump error alarm every two days. Customer's blood glucose was 5.5 mmol/l. Customer was advised that the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a critical pump error and a pump error 35 was present in the long trace file due to severe corrosion on the force sensor. The pump was received with a white and black area on the top right corner of the lcd display due to severe corrosion on all electronic assemblies. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to the critical pump errors. Unable to verify the failed battery alarms/alerts due to the critical pump error. The power management graph was within specification. The pump was received with a scratched casing, minor scratches on the lcd window, scratches on the display window cover, a pillowing keypad overlay, a damaged keypad overlay texture, a cracked select button on the keypad overlay, a cracked case on the battery tube area, a peeling end cap address label, corrosion in the battery tube and severe corrosion on the motor assembly.